Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4) the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar procedure performed on (B)(6), 2020. Reportedly, the procedure was performed under general anesthesia and there were no issues noted during placement. The patient returned for imaging and it appeared that approximately 80-85% of the gel was placed in the anterior rectal wall. There were no patient complications reported as a result of this event. The patient is reported to currently be asymptomatic.